Manufacturer narrative:
Dry eye is the most common complication of lasik and other refractive laser surgeries. Harms associated with the device, including dry eye, have been assessed and found to be as low as reasonably practical. Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported dryness in both eyes in the mornings. The patient is using topical artificial tear drops. The patient declined punctal plugs and will be seen in follow up at a later date. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.